Event description:
It was reported that the device was broken. The patient presented with a pancreatic neoplasia with tumor recurrence and intrahepatic biliary tract dilatation. A flexima catheter drainage was selected for use. During the procedure after puncture of the ultrasound guided, the percutaneous bile duct, the guidewire and the introducer sheath were introduced and passed. The passage in the abdominal wall was difficult due to adhesions of postoperative changes. When the guidewire was removed for further withdrawal of the dilator, it was noted that it was attached to the end of the dilator. Several maneuvers were attempted to remove the guidewire. However, this ended up bursting the device. Finally, every set including guide wire, introducer and dilator were removed without complications. A new laparotomy procedure was performed during ultrasound. There were no patient complications and the patient condition post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual inspection found that the kit was returned with several kinks in the metal cannula. The .018 radiopaque guidewire was stuck within the cannula. The wire was also found to be kinked and broken. A dimensional and functional test could not be performed due the metal cannula condition.

Event description:
It was reported that the device was broken. The patient presented with a pancreatic neoplasia with tumor recurrence and intrahepatic biliary tract dilatation. A flexima catheter drainage was selected for use. During the procedure after puncture of the ultrasound guided the percutaneous bile duct, the guidewire and the introducer sheath were introduced and passed. The passage in the abdominal wall was difficult due to adhesions of postoperative changes. When the guidewire was removed for further withdrawal of the dilator, it was noted that it was attached to the end of the dilator. Several maneuvers were attempted to remove the guidewire. However, this ended up bursting the device. Finally, every set including guide wire, introducer and dilator were removed without complications. A new laparotomy procedure was performed during ultrasound. There were no patient complications and the patient condition post procedure was stable.